Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that after rebooting the station was stuck on blue screen. The technical support specialist installed rss 4.10, then rebooted the station and confirmed that the medapplication launched automatically. Deployed rss 4.12 upgrade package to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system was stuck on blue screen. The customer reported that all the medications are grayed out and the user was unable to remove medication from the station. User tried to reboot device, but the issue were still persisting. The customer stated that this malfunction caused a delay with patient care. There were no adverse events or injuries reported based on this incident.